Event description:
It was reported that before use of the anesthesia 17gax18cm durasafe the syringe was leaking from the barrel tip. The following information was provided by the initial reporter, translated from chinese to english: leakage occurred at the tip of barrel of the anesthesia 2.5ml syringe.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8323587. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted for evaluation and testing. No abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. A possible explanation for this phenomena is the sterilization process of all potentially contaminated devices. The high heat of this process is sufficient to result in the deformation of the septum, potentially sealing any openings that would allow the passage of fluid.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the anesthesia 17gax18cm durasafe the syringe was leaking from the barrel tip. The following information was provided by the initial reporter, translated from (B)(6) to english: leakage occurred at the tip of barrel of the anesthesia 2.5ml syringe.